Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wem1, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare provider (hcp) reported the patient had urinary tract infection symptoms on (B)(6) 2015. The patient wanted to hold off on antibiotics until the tests came back on the sample. On (B)(6) 2015, the patient experienced occasional dysuria and nocturia every 3 hours; it was "like night and day." Frequency went down to every four hours and the patient's overactive bladder was well-controlled with the device. On (B)(6) 2015, the incision stitches were poking the patient so they were removed by hand. The incision remained intact and the patient was stable. The patient had a history of interstitial cystitis and was on medication including elmiron. Cause, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional reported that the patient had many years of chronic utis prior to implant . The cause of the utis was chronic and it was not related to the device or therapy. The patient was put on antibiotics.